Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with protruded or loose drive support disk, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip ,missing end cap sticker and minor scratched display window. The unit had a compromised force sensor alarm during the basic occlusion test due to protruded or loose drive support disk.

Event description:
It was reported that a button was not consistently responding on the customer's insulin pump and insulin was squirting out during manual priming. The customer stated the insulin pump was not bumped, dropped, or exposed to moisture. She was wearing the insulin pump during priming. The drive support cap was out and the customer pushed it back in. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.